Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device could not be reviewed since the lot number was not provided. Olympus does not ship any device that does not meet all design and safety specifications. The suspect device was not returned to olympus, therefore an evaluation/inspection could not be conducted. Conclusion: the definitive cause of the reported events could not be established. There was no report of any olympus device malfunction reported in any procedure described in this study, therefore it is presumed that the cause of the reported events is not related to the device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for physical evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238-2021-00375.

Event description:
In the literature titled: "transbronchial biopsy and cryobiopsy in the diagnosis of hypersensitivity pneumonitis among patients with interstitial lung disease", it is reported six percent of the patients undergoing a transbronchial forceps lung biopsy (tbbx) experienced pneumothorax requiring chest tube placement, and 34.2% of patients experienced moderate bleeding (no information about treatment provided). This systematic review and meta-analysis was performed to assess the efficacy as diagnostic yield and safety as the complication rates of two different sampling techniques viz., transbronchial forceps lung biopsy (tbbx) and transbronchial lung cryobiopsy (tblc) in the diagnosis of hypersensitivity pneumonitis (hp) with interstitial lung disease (ild). Throughout the october 2019 medline, embase and the cochrane library were searched and included the studies that enrolled patients with ild and reported the diagnostic yields and complication rates for tbbx or tblc. A meta-analysis of the data extracted from the included articles showed both tblc and tbbx was complicated by pneumothorax, mild to moderate and severe bleeding events. However, study concluded tblc was found to be more reliable for diagnostic yield but with higher complications rates than tbbx. In this study it mentions that some tbbx case may have used an olympus fb-19c-1 biopsy forceps. There is no specific data provided regarding how many of the tbbx cases in this meta-analysis used an olympus device or if in any (or how many) of the tbbx cases that did use an olympus device, the patient experienced either moderate bleeding or pneumothorax. For this reason, one report is being to report the possibility that an olympus biopsy forceps could have been used in a procedure that led to moderate bleeding or pneumothorax (requiring chest tube placement). There is no report of any olympus device malfunction in any procedure reported in the article.